Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and capsular contracture, baker grade IV.

Event description:
Patient representative reported "gel bleed, anxiety due to device recall, strong breast pain and burning, as well as tenderness, hardening and capsular contracture baker grade IV". The following non device related events were also reported; "suffered from joint and back pain, always tired, retroareolar itchiness and hair loss, and sleep disorder". This record is for the right side. Device was explanted.